Event description:
It was reported that during a da vinci si total benign hysterectomy procedure the permanent cautery hook instrument was noted to have a cracked tip. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to confirm the customer reported complaint. Engineering found the proximal clevis had a crack that extended from the main tube interface to the base of the clevis, not the tip of instrument. The evidence was inconclusive, but the damage was likely due to excessive side loading or other type of mishandling. Additional damage found was deep scratches on the main tube. The distal end of the main tube had scratch marks exhibiting light material removal and a rough surface finish. The scratches varied in length approximately from .0895 to .4310 and were not axially aligned with the main tube. The evidence was inconclusive, but the damage was likely due to mishandling. The instrument passed electrical continuity testing. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.